Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid 3mg/ml for a total dose of 0.3303mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 the patient had new thoracic pain. On (B)(6) 2017 the patient presented for trigger point injections (bupivacaine) as the provider did not relate the symptoms to the catheter. On (B)(6) 2017 the patient reported worsening thoracic pain. An magnetic resonance imaging (MRI) with contrast was ordered to rule out an inflammatory mass. The patient started a lidoderm 5% patch. On (B)(6) 2017 the MRI was unremarkable. On (B)(6) 2017 the thoracic area was sensitive to touch. On (B)(6) 2017 the hcp discussed care with another hcp who suspected nerve irritation secondary to catheter tip placement. The patient was scheduled for a catheter revision. On (B)(6) 2017 the catheter was repositioned from t10 to t6. The operative noted stated the pre-operative diagnosis was catheter revision secondary to catheter tip fibrosis and the post-operative diagnosis was the same as the pre-operative diagnosis. On (B)(6) 2017 the catheter revision resolved the thoracic pain without sequelae. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant p procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter tip placement causing nerve irritation was not determined. It was noted the catheter needed to be repositioned. The cause of the catheter tip fibrosis was not determined. The patient's weight was not measured. No further complications were reported/anticipated.